Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device for evaluation. Visual inspection and functional testing was performed. It was unable to download the alarm log; therefore the reported condition could not be identified in the logs. The reported problem was identified during evaluation as system error 2. The cause was determined to be due to software needing to be reprogramed. To correct the issue eproms were reprogramed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unknown system error (se). The step of setup or therapy during which this occurred is unknown, though a patient was reported to be involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.